Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported infection occurred. Additional information reported inappropriate therapy was provided for atrial fibrillation with rapid ventricular response. It was further reported the patient was bacteremic and vegetation was present on the right ventricular (rv) lead. There was evidence of sepsis with endocarditis. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.